Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, the ventricular lead exhibited loss of sensing in the bipolar configuration. The physician elected to keep the device programmed to unipolar settings. The lead remained implanted. No patient symptoms were reported.